Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did meter to lab comparison tests, 45 minutes to an hour apart, in a fasting state. He tested at home with a reading of 146 mg/dl, and then went to lab where his test results were 237 mg/dl. He did not have any symptoms. Both his strips and control solution were expired at the time. On followup, the lifescan representative reviewed qc procedures, side by side lab tests and reviewed use of control solution with the reporter.